Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise while brushing their teeth and shampooing their hair. The noise was oversensed which resulted in the patient receiving inappropriate shocks that were not isolated. Troubleshooting was performed and the noise could be recreated. Additionally, it was noted the qrs amplitudes were small. The device was reprogrammed from primary to secondary. At this time, the system remains in service. No additional adverse patient effects were reported.